Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not enunciating audible tones for the continuous glucose monitor low alerts. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot with tandem technical support.